Manufacturer narrative:
Although this malfunction occurred in 2011, it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. Examination of the faulty sample returned showed that the catheter was fragmented at 3 cm from distal. The silicone catheter was caught by the needle bevel and cut off. In the product's IFU we warn: "do not at any time withdraw the catheter back through the winged needle. This may cause puncture or embolisation of a portion of the catheter." The user obviously ignored this warning. We strongly recommend to retrain the users in this hosp concerning the use of epicutaneo-cava-catheter according to its IFU by a vygon product specialist in order to avoid further and more serious incidents.

Event description:
At the peripheral vein of a (B)(6) child the physician had some difficulties in placing the catheter. They therefore pulled the catheter back through the needle in place. Surgery was necessary to remove a 3 cm fragment of the catheter's distal end, which broke off during removal.